Event description:
The customer contacted physio-control to report that their device aborted the charge prior to therapy being delivered. In this state, the device may not be able to deliver defibrillation energy to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Physio tested the device and it charged appropriately and delivered energy in specification. After performing unrelated repairs, physio observed normal device operation through functional and performance testing and returned the device to the customer. Physio reviewed the device download data; the reported issue could not be verified and the root cause could not be determined.

Manufacturer narrative:
(B)(4). A loaner was provided to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device aborted the charge prior to therapy being delivered. In this state, the device may not be able to deliver defibrillation energy to a patient if needed. There was no patient use associated with the reported event.